Event description:
The customer reported error says table not ready, will not fluoro.

Manufacturer narrative:
The ge service rep troubleshoot the system and found table floppy disk will not boot. Replaced table floppy disk. Checked operation of system by booting and making test fluoro exposures. System operates as intended.